Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture, pain" and "looks larger than the other side". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as fold flow opening. Pain: unable to observe, as it is not related to the device. Visibility/ palpability: unable to observe, as it is not related to the device. Additional observations: stress marks observed. Are assessed, as non-penetrating nick.

Event description:
Healthcare professional reported, "rupture. Pain" and "looks larger than the other side". This record is for the right side. Device has been explanted.